Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the one touch ping meter read inaccurately. The customer care advocate walked the lay user through the troubleshooting and found out the following: patient was using the correct testing and cleaning techniques, the meter was set to the correct unit of measurement, the test strips were in good condition and the code on the meter matched with the code on the test strips. The meter reading of "335mg/dl" was verified in the meter's memory. The subject meter reading of "335mg/dl" and the readings of "207mg/dl and 212mg/dl" obtained on the contour meter and one touch ultramini meter were performed in less than 10 minutes of time period. Based on the statistical methodology, the calculated difference of these glucose results exceeded the expected value of <=30% and /or <=30 mg/dl, thereby indicating a potential malfunction of the meter in terms of accuracy. The patient was unable/unwilling to answer if the control solution test result fell within the range. Replacement products request was sent to animas. There were no allegations of harm or injury.